Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user was not seeing blood glucose (bg) levels on the ilet. The user had the dexcom g7 cgm. With assistance, the devices were paired again. The user stated they got one high reading but kept getting errors. She stated she will go to the hospital to get an accurate bg reading. After multiple follow ups, the user has been unresponsive no further information regarding the reported event is available. The user went back into range the same day to 175 mg/dl.